Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen is broken. Patient/user involvement: there is no reported patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2016-02349.

Event description:
The customer reported the screen is broken. There is no reported patient involvment.